Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator barometric transducer is having problems and the user interface module (uim) needs to be replaced. There was no patient involvement associated with the reported event.